Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that impedance measurements greater than 2,000 ohms were observed on this left ventricular (lv) lead. The clinician elected to monitor the device system. To date, no adverse patient effects were reported with this clinical observation.